Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported event of a system shut down. The nonconforming power supply was to address the issue. The company service representative cleaned all distribution printed circuit board (pcb) connectors and performed a computer clean up as a preventative measure (pm). The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power supply. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system is shutting down before surgery. This is a reoccurring issue. There were no changes in the intended procedures.